Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, while cleaning the instrument in the sterilization central, it is reported that the pulley of the instrument is damaged. There was no report of patient involvement.